Event description:
Qc and clinical s. Aureus versus oxacillin was out high when used with rapid positive combo type 1 lot and rapid pos inoc. Broth 050905a-1. This issue has been associated with a dade behring conducted recall for microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in 01/05.